Event description:
The patient called to report that the device is the "worst thing I ever put in my body". The patient reports that they had a stroke prior to implant and has had pain, swelling, device is constantly hitting collarbone and "flipping" under the collarbone, site is warm to touch, and incision is "bright red". The patient requested to have the device explanted and how to proceed with that request. Follow-up was conducted and from the information obtained it was reported that the patient did contact the office on (B)(6) 2011 for advice regarding the symptoms they have been experiencing. The patient was scheduled to see the physician (B)(6) 2011 but did not show up for the appointment. No further contact with the patient was noted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.